Event description:
I fell mysteriously ill. I was a personal trainer and fitness instructor and had developed the fatigue so bad, I could barely get of my sofa. After some time I tried to return back to work but struggled and my teeth slowly deteriorated over the next 8 yrs where I developed a considerable number of unexplainable and life changing symptoms such as fatigue, ringing ears, depression, brain fog and reduced cognitive capacity, muscular twitches, spasms, joint pain, weakness, low blood pressure, fainting , heart palpitations, neuropathy, loss of balance, bladder issues, digestive issues to name the worst ones. Eventually I realized that I started to feel unwell two years after implant. I investigated the symptoms and relation to the implants and found 1000s of women struggling with similar issues. I researched a surgeon who was skilled in safe removal. He did not think they were ruptured but agreed to remove them with a total enbloc to remove the capsules. Upon removal, it was noted that the left one was completely ruptured. (The surgeon has retained pictures.)